Event description:
The advocate felt his mother's contour meter was giving lower readings than it should have. She had hyperglycemic symptoms; slurred speach and was unsteady. Her blood glucose reading on the contour was in the mid 300's. She was taken to the ER where she was retested with a reading of 380mg/dl and later it was 400mg/dl. She received treatment but specific information was not provided. Product was not replaced at the time of the call.